Event description:
It was further reported that the patient was ¿doing great.¿ the patient¿s dystonia and spasticity were improved at the same dosage after his catheter revision. Over the past few months he had required dose adjustments and had a good response. No other cause of his symptoms was ever found.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed acceptable testing. The catheter was incomplete/returned in segments.

Event description:
It was reported that the patient had presented with increased spasticity in the upper and lower extremities. The spasticity began to increase about four months prior to report. An increase in the patient's dose had no effect. The patient had a dye study in which cerebrospinal fluid could be aspirated, but a myelogram looked "somewhat abnormal." There was no noted catheter fracture. A single bolus was delivered through the pump, but had no effect on the patient's symptoms. A CT scan showed no evidence of a catheter malfunction, but found a possible cerebrospinal fluid block. However, an MRI ruled out any structural abnormality blocking flow of drug through the catheter. The patient's therapy was supplemented using oral baclofen and the catheter was replaced. The surgeon did pressure testing through the explanted catheter using a clamp on the distal end, but no obvious issue was seen. The pump was replaced, not because it was suspected of malfunction, but to avoid another future surgery for replacement. The device system was infusing gablofen.

Manufacturer narrative:
Product ID 8711, serial #(B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.